Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe 0.5ml 31ga needle hub detached during use. The following information was provided by the initial reporter: verbatim: consumer reported that the needle hub separated and stayed in the shield. Lot # is not available, packaging has been discarded, samples will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 31gx8mm, 0.5ml bd insulin syringes. Consumer reported that the needle hub separated and stayed in the shield. All three returned syringes were examined and the following was observed: two syringes with separated needle hub/shield assemblies and no damage to the barrel tip one syringe with a separated needle hub/shield assembly, a damaged barrel tip, and missing scale markings unable to perform a DHR review due to an unknown lot number. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. DHR, l2l dispatches, and logbooks could not be looked at as no lot number was provided. Root cause can not be determined.

Event description:
It was reported that the bd syringe 0.5ml 31ga needle hub detached during use. The following information was provided by the initial reporter: verbatim: consumer reported that the needle hub separated and stayed in the shield. Lot # is not available, packaging has been discarded, samples will be submitted for evaluation.